Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was concerned that the pacemaker was a faulty product. Attempts to obtain additional information from the field were unsuccessful. The pacemaker remains in service. No adverse patient effects were reported.